Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had experienced a blood glucose of 600 mg/dl with extreme drowsiness associated with an auto off alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump&#62688;auto off alarm was not functioning as programmed. The reported stated that the alarm occurred too early. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an alarm issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: the black box review showed an auto-off alarm on (B)(6) 2015 08:36 occurring after 12hrs from the last bolus on (B)(6) 2015 20:35. Deliveries did not resume after the auto off alarm. The auto-off feature was set to 12h in the history. The pump booted to the verify screen with no issues. For testing purposes, the auto-off duration was set to 1hr and the pump set to run on 1u/hr basal rate. The pump gave the appropriate auto-off visible and audible alert exactly after 1hr, the auto-off feature was found to proper functional. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).